Manufacturer narrative:
Photo evaluation summary: a series of three (3) images were received. Two (2) of the images capture a gap between the graft cover and taper tip. The graft cover tip material is raised and deformed. There appears to be bunching on the graft cover over the stent graft. Another image captures the shelf carton label; the product identification details on the label match those in gch. The reported positioning difficulties were confirmed based on the deformation evident on the images received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant limb was intended to be implanted during the endovascular treatment of a 43mm abdominal right limb artery aneurysm. It was reported during the index procedure, the patient required right internal limb artery reconstruction surgery. The endurant contralateral limb stent graft was initially pre-implanted in the right external limb artery. However, due to plaque in the femoral artery, the stent could not be advanced. Plaque detachment or loosening occurred during the operation, resulting in damage to the vessel intima and difficulty in hemostasis at the access site. When arterial intimal damage occurred, the dose of prophylactic heparin was increased immediately to prevent local thrombosis. A replacement endurant limb (enlw1616c95ee) was used, and the procedure was successfully completed. It was noted that prior to implantation, the tip of the graft cover and device tip were not specifically assessed for gaps. Per the physician the cause of the positioning difficulties was most likely due to the presence vessel plaque in the patient's femoral artery , but this could not be completely confirmed. No additional clinical sequelae were provided, and the patient is fine.